Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 14 mmol/l. The customer stated that the a broken force sensor was detected during seating or regular delivery during basal. It was reported that the insulin pump stopped responding. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to conform a broken force sensor was detected during seating or regular delivery alarm due to critical pump error alarm. Device also received with cracked case(battery tube) and cracked battery tube threads.